Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but could not duplicate it. Stryker replaced the device's therapy pcba as a preventative measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker further evaluated the therapy pcba and was unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. There was no patient involvement reported with the event.